Manufacturer narrative:
(B)(4) date sent to the FDA: 12/05/2016. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot #, what was the name of the procedure?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, straps would not fixate to the coopers ligament. The procedure completed with another like device. Additional information has been requested.